Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, recurrence, and urinary problems. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent left inguinal herniorrhaphy with modified kugel patch on (B)(6) 2008 due to left inguinal hernia. It was reported that patient underwent revision of transvaginal taping on (B)(6) 2010 due to recurrent urinary incontinence and underwent left groin exploration on (B)(6) 2009 due to left inguinal pain and possible recurrent left inguinal hernia. It was reported that patient underwent laparoscopic repair of a 9 cm paraesophageal hernia with mesh placement and partial anterior fundoplication on (B)(6) 2010 due to gastroesophageal reflux disease and paraesophageal hernia. Patient underwent interstim stages I and ii on (B)(6) 2010 due to urinary urgency, urinary frequency and urge incontinence. It was reported that patient underwent repair of ventral hernia with mesh (ventralex mesh) on (B)(6) 2012 due to ventral hernia and underwent removal of interstim implant on (B)(6) 2011 due to urinary frequency and malfunction of the interstim implant. (B)(4).